Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. A test battery cap locks securely into place and the pump powered up properly. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08610 inches. However, the pump had a high sleep current measurement. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date. However, no delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2021 22:05:39.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2022 15:23:48.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2022 06:27:37.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2022 09:04:27.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. In further full review of the pump history/traces on the event date of 22-feb-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 22-feb-2023 listed on smartsolve. Dailytotalofallinsulindelivered: (47.875 u). Dailytotalofbasalinsulindelivered: (31.075 u). Dailytotalofbolusinsulindelivered: (16.8 u). (B)(6) 2023 06:10:05.000 normalbolusdelivered (220). Normalbolusamountprogrammed: 15000 (1.5 u.) Bolusamountdelivered: 15000 (1.5 u). (B)(6) 2023 07:09:48.000 normalbolusdelivered (220). Normalbolusamountprogrammed: 10000 (1 u). Bolusamountdelivered: 10000 (1 u). (B)(6) 2023 11:28:55.000 normalbolusdelivered (220). Normalbolusamountprogrammed: 30000 (3 u). Bolusamountdelivered: 30000 (3 u). (B)(6) 2023 12:28:27.000 normalbolusdelivered (220). Normalbolusamountprogrammed: 30000 (3 u). Bolusamountdelivered: 30000 (3 u). (B)(6) 2023 13:13:22.000 normalbolusdelivered (220). Normalbolusamountprogrammed: 10000 (1 u). Bolusamountdelivered: 10000 (1 u). (B)(6) 2023 14:34:31.000 normalbolusdelivered (220). Normalbolusamountprogrammed: 30000 (3 u). Bolusamountdelivered: 30000 (3 u). (B)(6) 2023 14:43:52.000 normalbolusdelivered (220). Normalbolusamountprogrammed: 3000 (0.3 u). Bolusamountdelivered: 3000 (0.3 u). (B)(6) 2023 14:44:30.000 normalbolusdelivered (220). Normalbolusamountprogrammed: 5000 (0.5 u). Bolusamountdelivered: 5000 (0.5 u). (B)(6) 2023 15:28:43.000 normalbolusdelivered (220). Normalbolusamountprogrammed: 30000 (3 u). Bolusamountdelivered: 5000 (0.5 u). (B)(6) 2023 16:53:25.000 normalbolusdelivered (220). Normalbolusamountprogrammed: 30000 (3 u). Bolusamountdelivered: 30000 (3 u). On (B)(6) 2023 15:28:43.000, a bolus delivery of (3 u) was cancelled by the user and the bolus amount delivered was (0.5 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. Please see below for pump errors/alarms noted 1 week prior to the event date 22-feb-2023 in the formatted history file. Low battery alert was recorded and found in the formatted history file on: 02/16/2023 12:05:00.000. Replace battery alert was recorded and found in the formatted history file on: 02/16/2023 21:36:00.000, 02/16/2023 21:46:00.000. Replace battery now alarm was recorded and found in the formatted history file on: 02/16/2023 22:07:00.000, 02/16/2023 22:17:00.000. Power loss alarm was recorded and found in the formatted history file on: 02/17/2023 02:34:06.000. Earliest power data available per the power management tool/detail trace file is on 17-feb-2023 at 1:34:52 pm. There was no power data available for the date of 16-feb-2023. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm and power loss alarm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The pump had a high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm), suspected on the pcba 1/pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery was not confirmed. No delivery alarm/insulin flow blocked alarm was not confirmed. However, a high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm) was confirmed, suspected on the pcba 1/pcba 2. Battery cap contact missing/damaged was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated.  Further information will follow once the analysis has been completed.  No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer had a 'no delivery alarm'. No harm requiring medical intervention was reported. The troubleshooting was performed and the issue was  not resolved. It was unknown whether the customer will continued to use the device.  The insulin pump will be returned for the product analysis.